Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy it was reported that the patient had an emergency because of the product malfunctioning. It was noted that the patient needed help. There were no further complications reported.